Manufacturer narrative:
(B)(4). Returned product returned. Qc investigation on (B)(6) 2018; checked the provided returns, 4 items. Two had the needle portion broken off so I could not verify the complaint. The other two worked fine and drew insulin into the syringe. Root cause is use error. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4)

Event description:
Customer states that the insulin syringes some of them in the package is not working. The plunger is not able to soak up the insulin into it. The insulin going up into the needle. Customer states that not all the syringes in the box are having the problem.